Manufacturer narrative:
G4:17dec2020. B4:21dec2020 . The customer had been advised to replaced the user interface assembly. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
It was reported that the ventilator's display was dim and the touchscreen becomes unresponsive and locked up. There was no patient involvement.